Event description:
This resistant was in the shower chair when the leg of the chair broke. The resistant was lowered to the floor to "break" a potential fall. The resistant did not sustain any injury. Shower chair was removed from service.